Event description:
The pump was returned for service where a failure code 500 was found in the event history. The facility's clinical engineer reported to baxter qm that there was no report of any pt injury or medical intervention related to this failure. It is not known if the device was in use on a pt when the failure occurred. Details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.